Event description:
Pt with therapeutic inr's for the last 6 months. Taking coumadin as prescribed. Currently off asa due to epistaxis. Arrived to outside hosp (B)(6) 2019 with elevated ldh (normal range 100's) and elevated lvad power and flow. Pt transferred to duke with continued elevated ldh, lvad power and flow and urine brown in color. Heparin started. On (B)(6) 2019 lvad power and flow continue to increase as well as ldh. On (B)(6) 2019 pt taken to operating room for removal of heartware and implantation of heartmate 3.